Event description:
Hamilton medical ag received the following event description: during the night of (B)(6) to, it was reported that the ventilator stopped functioning at approximately 04:00 am. The patient was not ventilated during this complete shutdown. Nursing staff intervened and observed a message stating, ¿machine needs to be changed¿. The ventilator was exchanged. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Log file analysis indicates that on (B)(6) 2026 at 02:52:45, a panel connection lost event (tn 556951) was recorded. A corresponding panel reconnection event (tn 556952) occurred at 02:53:03, with the condition cleared at 02:53:39. Subsequent log entries, including alarm activity and control interactions, confirm that the ventilator remained operational following the reconnection. Based on the available log data, there is no conclusive evidence to support that ventilation was interrupted at the time of the panel disconnection. Investigation ongoing.